Event description:
It was reported by service report that the bed has no power. There was pt involvement; however no adverse consequences are reported.

Manufacturer narrative:
Power cord not properly secured to bed.